Event description:
After using the tinker belmont for seven hours during a liver transplant surgery, the device overheated. Although it was turned off for approximately 15 minutes and set up at a low rate, the device continued alarming.